Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with a low battery was confirmed. Quality engineering determined that the cause was due to depleted/defective main batteries, which were replaced to resolve the issue.

Event description:
A customer reported to baxter mexico that a flogard pump presented a battery low alarm. The process step was not indicated during the report. There was no patient involved, no medical injury nor adverse event reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).